Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently listed the wrong event date.

Event description:
The explanted generator was returned and product analysis was completed on 07/21/2016. Product analysis confirmed that the generator could successfully be interrogated, but the generator was at end of service. The generator's battery voltage was below the manufacturer's specified threshold where communication can be guaranteed. No further relevant information has been received to date.

Event description:
It was reported on clinic notes dated 05/12/2016 that a patient's generator was "so near end of service it is not reading correctly and needs a new battery". The physician also reported that he attempted to run system diagnostics on the generator, but it was unable to read system diagnostics. The patient's programmed settings after interrogation were consistent with the settings of a faulted system diagnostic test. No further relevant information has been received to date.